Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported recalibration via right heart catheterization was performed due to an inaccurate measurement. The inaccurate measurement was believed to be related to a possible sensor drift. Recalibration resolved the issue.